Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular pacing on the right ventricular (rv) lead. It was also reported there was fusion noted on ventricular paced events. The lead remains in use. No patient complications have been reported as a result of this event.